Event description:
During a follow-up, low sensing and increase in capture threshold were observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.